Manufacturer narrative:
(B)(4). Investigation conducted by local distributor and facility staff indicated that the resident did not fall. Her leg came out of the sling because one of the sling straps was not connected correctly to the sling bar. The resident was then lowered to the floor. The resident was not hurt or injured by the incident. The facility is refusing to provide any additional information about the incident, stating it is an internal issue on proper lifting procedures. Facility is planning on safe lifting education for staff.

Event description:
Facility staff alleged that an incident occurred on (B)(6) 2010 where a resident fell out of the sling.